Manufacturer narrative:
(B)(4)

Event description:
The customer reports that the gw (guide wire) did not go smoothly into the syringe. It was noted to be kinked. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Customer returned one spring-wire guide (swg) assembly and an ars syringe. The swg displayed signs of use. A visual inspection of the ars syringe revealed no defects or anomalies. A visual inspection of the swg revealed a slight bend in the swg body and offset coils near the distal end. Microscopic examination of the guide wire confirmed the slight bend and offset coils. No other defects or anomalies were observed. Both welds were present and were observed to be full and spherical. The slight bend in the swg was located approximately 14.3cm from the proximal end of the swg, and the offset coils were located approximately 2cm from the distal end. The length and outer diameter of the swg were measured and were found to be within specification. To functionally test the guide wire and ars, the guide wire was advanced through the returned ars syringe. The guide wire passed through the ars with minimal resistance, despite the slight bend and off set coils found during visual inspection. A manual tug test confirmed both the distal and proximal welds are intact. A device history record (DHR) review was performed on the guide wire and ars and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit describes suggested techniques for insertion to minimize damage to the guide wire during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire contained a slight bend and offset coils. The swg was able to fully advance through the returned ars, despite the slight bend and offset coils found during visual inspection. A DHR review was performed and no manufacturing issues were identified. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer reports that the gw (guide wire) did not go smoothly into the syringe. It was noted to be kinked. Another device was used to complete the procedure.